Manufacturer narrative:
Date of event: (B)(6) 2017.

Event description:
A report was received that the patient was experiencing stabbing pain which starts at the ipg site and travels over the spine when stimulator was turned on. It was also noted that symptoms of pain improved and episodes of patient falling to the floor when trying to use the restroom disappeared when stimulation is turned off. Database analysis revealed no anomalies and the device appeared to be working as expected. The patient will undergo a pocket revision and ipg replacement procedure.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed all test performed and revealed no anomalies. Sc-8352-50 (sn (B)(4)) device evaluation indicated that the complaint could not be investigated since the device was cut into pieces during the explant procedure. Sc-4318 (lot 20243287) device evaluation indicated that the clik x anchor passed all test performed and revealed no anomalies.

Event description:
A report was received that the patient was experiencing stabbing pain which starts at the ipg site and travels over the spine when stimulator was turned on. It was also noted that symptoms of pain improved and episodes of patient falling to the floor when trying to use the restroom disappeared when stimulation is turned off. Database analysis revealed no anomalies and the device appeared to be working as expected. The patient will undergo a pocket revision and ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient does not want to try another pocket site revision procedure. The patient underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing stabbing pain which starts at the ipg site and travels over the spine when stimulator was turned on. It was also noted that symptoms of pain improved and episodes of patient falling to the floor when trying to use the restroom disappeared when stimulation is turned off. Database analysis revealed no anomalies and the device appeared to be working as expected. The patient will undergo a pocket revision and ipg replacement procedure.